Manufacturer narrative:
Additional information: there was an additional lot number reported to be involved. The information for the lot number is as follows: medical device lot #: 8310629. Medical device expiration date: 10/31/2021. Device manufacture date: (B)(6) 2018. Investigation summary: received two unused insyte autogaurd bc 24ga x 0.75in units in sealed packages from material number 381012. One unit was from lot number 9049548and one unit from lot number 8310629. Five photos were also submitted for review. Photo 1 displayed two 24ga units in sealed packages. Photo 2 displayed a close-up view of the fm on one unit. Photo 3 displayed a close-up view of the fm on one unit. Photo 4 displayed two package labels . Photo 5 displayed a close-up view of the package label with the reported lot numbers. Sample evaluation: fm observed on the needle covers of both units. Units were sent for ftir testing. 1.per the ftir testing conclusions show that this material is most likely oil/grease. Poly(styrene) atactic for all three units. 2.various grease sample from molding and the packaging process were sent for ftir testing to compare with the spectrum from the grease observed on the samples. Conveyor super grease. Package chain lubrication plate. Grease on mold. Machine grease. 3.the sample spectrum most closely matches with the grease on the package chain lubrication plate. The packaging trim was not removed via the trim removal vacuum. If the package trim is not removed it causes excess trim in the chain, it goes around the machine encountering grease and continues around into the seal, with the trim overlap on the parts. Probably root cause: packaging process: excess trim was not removed by the trim removal vacuum.

Event description:
It was reported that 2 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced foreign matter contamination which was noticed prior to use. The following information was provided by the initial reporter: the cap was dirty.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced foreign matter contamination which was noticed prior to use. The following information was provided by the initial reporter: the cap was dirty.